Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that the receiver/display device failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 system. Patient¿s attorney alleges that patient suffered serious injuries including but not limited to prolonged hypoglycemia, seizure, acute metabolic encephalopathy, diabetic ketoacidosis, acute kidney injury, and acute respiratory failure requiring inpatient hospital care for treatment of her injuries. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4). Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided but does not reflect full investigation window. Confirmation of the allegation and probable cause could not be determined.